Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The cardiohelp unit was returned to (B)(6) for service. The problem was identified as a defective sensor panel, which was replaced as part of a 2-year service performed on the unit. (B)(4).

Event description:
On (B)(6) 2013, a maquet service technician, during on-site servicing of a new, out-of-the-box cardiohelp unit (B)(4) received a "battery 2 needs service" error message for the unit. (B)(4).